Event description:
It was reported that the pump had been alarming ¿check for empty tubing and reservoir.¿ trouble shooting was performed but the alarm persisted. Res vol 277.2 ml. The operator of the device was a health professional. There was a patient involvement, and no patient harm adverse event reported.

Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
D1 - brand name, d3 - mfg establishment name- corrected. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review had no indication that the complaint was related to a service of the device within the review period.